Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient incorrectly programmed basal/temp basal settings/ bolus settings).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a hi blood glucose (bg) on the meter. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings are correct. Troubleshooting revealed that the basal delivery totals in tdd do not match, variation was due to known cause, of basal edit screen accessed and prime menu accessed. This report is being made due to the bg excursion the patient experienced due to training misuse.